Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: e2dr31, ipg implanted: 2007-(B)(6). (B)(4)

Event description:
It was reported that the atrial and right ventricular (rv) lead had noise. Both leads were replaced. No patient complications have been reported as a result of this event.